Event description:
Caller tested 2.2 inr on the coaguchek xs system at 18:10; she went to the hospital and a comparison lab returned as 1.48 inr at 21:50. Caller states she was admitted to the hospital due to atrial fibrillation; she was treated with "two IV bags of heparin", fluids and was placed on a heart rate monitor while at the hospital. Caller was discharged from the hospital the following day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.